Event description:
A malfunction was reported on the pump, specifically indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump because she did not have the charging cable. Cts followed up with customer via phone. Customer reported she was able to reset the pump on her own. Started sensor, loaded cart and resumed insulin.